Manufacturer narrative:
(B)(4). Date sent: 02/10/2021. D4: batch#: u5d63u. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In an attempt to replicate the reported incident, the instrument was tested for functionality. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. After the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the esophageal operation surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.